Manufacturer narrative:
Patient was treated with antibiotics and the infection site has healed and the patient is doing well.

Event description:
On july 02, 2019 senseonics was made aware of an instance where a patient developed an infection at the site where the eversense sensor was inserted. The patient was treated with antibiotics and the infection was healed and the patient is doing well.